Event description:
Information was received from a healthcare provider via a manufacturer representative reporting that the lead migrated during the trial. It was thought that the anchor fell off. The lead was revised/fixed up.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2021, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. (B)(4). If information is provided in the future, a supplemental report will be issued.